Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash in some areas. The patient's nurse applied a therapeutic moisturizing minorizing cream to the affected area. During a follow-up, it was reported that the patient's irritation improved after the nurse applied the therapeutic moisturizing minorizing cream.